Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger; product ID: 97745, serial# (B)(4), product type: programmer, patient . Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator for spinal pain. The patient (pt) reported that for months they have experienced long charging session with their implant. Pt said that around december first, the recharger antenna cord where the cord meets the paddle got really hot and physically burned them causing a red spot. Pt mentioned having to physically hold the recharger antenna paddle in place and their arm being behind their back; pt said they don't use their recharging waist belt while charging their implant because the medtronic rep told them notto. Patient reported seeing " software problem 1) intellis 2) 3.0 3) 243 4) qf_port" appear on their controller the past couple of weeks. An email was sent to the repair department to replace the controller and email was sent to the repair department to replace the recharger antenna.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial#(B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient. H3: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger: fail t6030 (rms voltage at the h field probe), suspect rtm recharge coil defective. No device found message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the circumstances that led to the recharger getting hot were that the device has a poor design where the cord goes into the paddle, it gets loose and then gets hot and causes burns to their back area.

Manufacturer narrative:
Continuation of d10: product ID 97755; serial# (B)(6); product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.